Event description:
It was reported that the device failed self-test. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction due to the paddles not properly installed on the paddle tray, the paddles were reinstalled, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.